Event description:
It was reported that during a lap sigma resection procedure, the head of the device was loose by firing the instrument from press sheet. The press sheet refers to the front of the trocar housing. This became loose by firing. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.